Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with (B)(6) for the aviva system.

Event description:
Reporter stated that customer received the following results on two different meters within 2 minutes and 2-3 minutes respectively: 1. 12.1 mmol/l (mobile) and 2.1 mmol/l (aviva) the customer had hypoglycemic symptoms at the time of these results. Her husband gave her hot milk and a biscuit. Customer felt better 30 minutes later and feels fine now. 2. 22.0 mmol/l (mobile) and 4.8 mmol/l (aviva) no actions taken based on device results at this time. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.